Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with mfg report numbers 9616099-2007-02246 and 9616099-2007-02247. This product is not available for analysis. Add'l info will be provided within 30 days of receipt.

Event description:
The pt was implanted with two smart control stents during the super study. A follow-up duplex showed that both stents moderately occluded. There has been no action taken. It was very difficult to cross the occlusion in the distal superficial femoral artery (sfa) because of heavy calcification at the upper extreme of the occlusion. Eventually, a guidewire was negotiated through. Repeated pre-dilatation was required to pass the catheters and then the stent delivery system through the same area. Overlapping two smart stent (6x120mm and 6 x 100mm) were placed from 3cm above the patella to upper superficial femoral artery (sfa). The stents were angioplasty using a 5mm balloon. The calibre of the stents was good; however, there was very poor flow through the stented segment. The investigation thinks this was due to a combination of in-situ thrombus and the persisting flow limiting nature of the densely calcified previously occluded segment of the distal sfa. The investigator was unable to improve the poor flow and expected fairly rapid occlusion.